Manufacturer narrative:
(B)(4). This complaint for check patient line alarm was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4).the sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a check patient line alarm during the initial drain on the homechoice machine(hc). The caregiver(cg) stated that there are air gaps in the patient line. The technical service representative(tsr) advised the cg to use new disposables. The home patient(hp) was contacted on (B)(6) 2011. The hp stated this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.